Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/19. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified it to be broken sharp. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. The reason for reoperation was/is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "shape [illegible] right breast" and "MRI showed rupture." The device has been explanted.